Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information received indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. The explanted device will not be returned as it was disposed per facility policy. No additional adverse patient effects were reported, and no additional information was available, despite good faith efforts. Additional information received indicated the patient is doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information received indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. The explanted device will not be returned as it was disposed per facility policy. No additional adverse patient effects were reported, and no additional information was available, despite good faith efforts.